Manufacturer narrative:
(B)(4). Concomitant medical products: part cm-9145 quattro link anchor 4.5 mm, lot 78350-2. Part cm-9145 quattro link anchor 4.5 mm, lot 78114-2. Part cm-9145 quattro link anchor 4.5 mm, lot 74306-2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the anchor was being impacted into bone, the anchor fractured and came apart in two pieces. All pieces retrieved, surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product and provided pictures identified the product was received and evaluated against the complaint. The fractured anchor noted in the complaint was not returned, only the inserter handle. The inserter handle shows minor signs of use in the form of the anchor missing and the inserter prong slightly bent. The adjustment knob and slide button function correctly and extend and retract the inserter prongs. As noted, one of the inserter prongs is bent slightly inward. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.